Event description:
It was reported that the patient experienced unspecified issue with spectra concealable penile prosthesis (spp). Spp left cylinder of 9.5mm by 12cm and spp right cylinder of 12mm by 12mm were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.